Event description:
A complaint was reported regarding patient receiving shakes with the stimulation on or off. During the lead revision surgery the surgeon was unable to place the leads due to scar tissue. The patient's leads were explanted. The pt is reportedly doing well.